Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had a channel error. Typically the clinician would try to turn the device off/on to troubleshoot. The event was reported to bd associate during site visit. There was patient involvement but no harm.